Manufacturer narrative:
Product was not returned for evaluation. Radiographs were provided but could not confirm the complaint. Review of the complaint report clearly states that patient suffered a substantial fall where the device fractured as a result of the excessive force of the fall. No patient injury was reported and no additional investigation is required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2021 the first part of a two part extreme lateral interbody fusion was conducted at l2/5. On (B)(6) 2021 the second part was conducted a posterior fixation inserted at t10/s2ai. Another manufacturer's cages were inserted at l5/s. On (B)(6) 2021 the rod at l5/s fractured due to the patient falling. On (B)(6) 2021 a revision surgery was conducted where bone fusion was observed as completed and the fixation was replaced.